Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that shut down and restarted during clinical use. It was reported that there was no patient or user harm with this event.

Manufacturer narrative:
The customer initially reported a ventilator that shut down and restarted during clinical use. It has been clarified that this issue was being addressed as a backup battery failure. This issue was addressed by the customer. There was no on-site evaluation to repair this issue. The customer reported that the backup battery was replaced, and that the ventilator was returned to service. Following this repair, a preventive maintenance was performed in (B)(6) 2018 and no issues were reported. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.